Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had abnormal insulin delivery with some error regarding accuracy. The caller did not know the blood glucose reading but stated that the blood glucose levels were normal, and no medical treatment was necessary. The problem occurred within 30 days of use of the new insulin pump. Advised return of the insulin pump for analysis. Nothing further reported.